Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient started vomiting, feeling sleepy, and ¿wasn¿t feeling well.¿ the patient¿s cgm on her tandem insulin pump was reading "low mg/dl." No blood glucose (bg) meter comparison value was reported. Concerned that she might be experiencing diabetic ketoacidosis (dka), the patient went to the emergency room (ER). Upon arrival, the patient¿s bg meter reading was 569 mg/dl, while the cgm continued to read "low mg/dl." The patient was treated with an intravenous (IV) insulin drip. She was discharged four days later, on (B)(6) 2024, and was reported to be ¿stable and feeling fine¿ at the time of discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the insulin pump was reading "low mg/dl." The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 05/27/2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).